Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after laparoscopic sleeve gastrectomy, using both reloads, staple line failure was found. It cause multiple perforation and cavity of pus collection that drained and irrigated with fluid and antibiotic. The patient had to undergo laparoscopic oesophagojejunostomy with install of feeding orojejuneostomy and started total parenteral nutrition (tpn) after assessment of severely necrotic upper part of stomach. Patient was also admitted to ICU for close monitoring as for 48hrs.